Event description:
The customer reported that the 840 ventilator had an inoperative display. No pt involvement. Covidien customer support engineer (cse) upgraded to 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.